Event description:
A physician reported a pt who received her first skin test on 8/8/97 in the right forearm. About two weeks later, exact date unknown, the pt stated that the test site became bright red and indurated. On 9/3/97, the pt was examined by the physician, and he observed a bright red, indurated test site, about the size of a quarter, which he diagnosed as a positive skin test. At this office visit, the pt disclosed that she had noticed flares of her rheumatoid arthritis since the skin test became symptomatic; exact date of onset unknown. The physician did not know if the pt's rheumatoid arthritis flares were related to the collagen. It was not known if the pt sought medical attention for the rheumatoid arthritis flares, or if she self-medicated. The physician did not plan or prescribe any medications or interventions. This is being reported as an MDR because it is co's policy to report to FDA all cases of alleged autoimmune disease.